Event description:
During posterior bankart repair and after successful drilling and insertion of two 2.3 curved osteoraptor anchors in the posterior-inferior portion of the labrum, the tip of the flexible twist drill for the 2.3 anchors broke off in the superior aspect of the glenoid rim at the point where the tip of the drill guide meets the glenoid. There was approximately 1 cm of the drill tip buried in the glenoid. He managed to remove a small piece of the drill tip but the remaining portion could not be removed and was left in the patient. The flexible portion of the drill appeared to "uncoil" as if the drill was used in reverse, however both the surgeon and the assistant confirmed it was in fact inserted forward. A 2.9 sutured anchor was then inserted.

Manufacturer narrative:
Device has not been received for evaluation. (B)(4).